Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. Signs of clinical use with no evidence of blood were observed. A visual inspection of the dc extension cable/cord was conducted. The connectors at both ends of the cable appear to be in good condition. The cord was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference power supply at level 2.5 volts and a reference hemopro harvesting tool. Upon turning on the power supply, without moving the toggle switch, the harvesting tool self-activated as evidenced by the audible beeping and the heater wire visibly turning red & hot and producing steam. The toggle switch was manipulated but the device remained activated. This test was repeated for five times and the result was the same. This test was conducted again using two (2) other reference harvesting tools and the result was the same. The device failed the pre-cautery test. To verify that the cable was electrically functional, the device was evaluated for electrical continuity using a digital multimeter. 3 ----- 5 - passed, 2 ----- 1 -passed. 1 ----- 3 -failed (controller). The device failed the electrical continuity test. To check connection between the pins of the molded plug and the connecting wires, a dissection was done on the plug to expose the crimp connection between the wires and pins. Upon microscopic inspection, it was observed that the crimp and pins were in good condition. Further evaluation was performed to locate the open circuit between molded plug and the 6 pin din. The molded plug was further dissected to expose the connecting wires. It was observed that the white connecting wire which serves as the controller was broken and cut. The insulation over the red and green wires were torn and the internal wires were exposed and appeared to be corroded. It was evident that the red and green insulation were torn and bent at the area where the extension cord was bent the most during use. It was also observed that the white wire was cut right around the same area. Based on the results of the investigation, the reported failure mode ¿electrical issue¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable stayed activated and would not shut off during the procedure. They tried a second hemopro and the same thing happened. They switched out the cord and got a third hemopro and had no problems after changing out the cord. The hospital did not report any patient effects. Related to (B)(4).

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable stayed activated and would not shut off during the procedure. They tried a second hemopro and the same thing happened. They switched out the cord and got a third hemopro and had no problems after changing out the cord. The hospital did not report any patient effects. Related to (B)(4).